Event description:
A report was received that the patient experienced an excruciating pain prior to lead migration and was debilitated. It was noted that the pocket was too big and the battery can flipped over. The patient was prescribed with pain medication. Additional information was received that the patient also experienced inadequate stimulation despite reprogramming attempts.

Event description:
A report was received that the patient experienced an excruciating pain prior to lead migration and was debilitated. It was noted that the pocket was too big and the battery can flipped over. The patient was prescribed with pain medication. Additional information was received that the patient also experienced inadequate stimulation despite reprogramming attempts. Additional information was received that the physician was unable to moved the leads after multiple attempts. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 5076660. Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient experienced an excruciating pain prior to lead migration and was debilitated. It was noted that the pocket was too big and the battery can flipped over. The patient was prescribed with pain medication.